Event description:
Information received indicates the bed moves when brakes are set.

Manufacturer narrative:
The technician found the casters were worn, the rubber tires were cracked and the casters slid on the floor due to wax build up. The technician replaced the casters and adjusted the brake to repair the bed.